Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non-product experience. A new rv lead with a different model was placed. No adverse patient effects were reported.